Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user could not observe drops while using an ilet infusion setup with a connect adapter and a 23" teflon 6 mm inset infusion set in conjunction with a fiasp prefilled cartridge; after replacing the connect adapter and infusion set, drops were observed and delivery was restored. Symptoms included no drug delivery during priming. Outcomes included no change in blood glucose, no alarms, and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education, including replacement of the implicated disposables and confirmation of successful priming. Investigation of this case revealed that the issue was consistent with a disposable component or connection-related priming failure that resolved with replacement of the infusion set and connector. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable setup or disposable malfunction not attributable to the pump.